Event description:
A medtronic representative reported that while in a cranial surgery, using synergy cranial and axiem the surgeon stated that navigation was inaccurate inside the head (amount of inaccuracy was unspecified) and he had difficulty locating the small tumor as it was not where the system said it was. The inaccuracy was reported to be in the anterior-posterior direction. The surgeon said the scan looked good. The surgeon chose to complete the procedure without the use of the stealthstation s7 system. There was no impact on the pt outcome.

Manufacturer narrative:
Software has not been evaluated as of the date of this report.